Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2016 with the following findings: evaluation revealed that the display is dim and pink. A battery compartment crack was found below grip pad. Cover crack between corner of lens and case seal.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.